Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in an unknown anatomy location. Block h11: investigation results the device was not returned for analysis and was reported to be in backorder; therefore, a technical analysis could not be performed. Media inspection showed the product packaging, including the product label and associated product information. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. The results of the media analysis performed on the returned device showed the product packaging, including the product label and associated product information, additionally, the alliance syringe packaging involved in the complaint is observed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of balloon pinhole was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used during a procedure for stenosis performed on (B)(6) 2026. During the procedure, two very small holes were found in the balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.